Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to hyperglycemia on (B)(6) 2020 at 10 am. The customer blood glucose level was 1333 mg/dl at the time of incident. The customer was unconscious during the hospitalization. The customer alleges that the insulin pump was under delivering because the insulin pump did not gave an alert that it stopped delivering the insulin. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer also stated that insulin pump received power loss alarm and they ran the self-test and displacement test and it was passed. It was unknown that if the insulin pump was in auto mode at the time of the incident. The device will not be returned for analysis.